Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1.1 did not open due to right slide damage, and the main half-height drawer 1.2 had stuck rails and was busted. A field service engineer replaced the half-height drawer, removed the cubies from the faulty drawer, installed a new drawer, and configured the new drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was jammed.the customer stated that the user was able to retrieve medications from another station.there were no adverse events or injuries reported based on this event.